Event description:
It was reported that the subject programmer did not start up; pressing the power button causes the power led to randomly cycle between amber/green and, during this cycling an abnormal whining noise can be heard, the display screen switches on and off and a burning smell is present.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject programmer did not start up; pressing the power button causes the power led to randomly cycle between amber/green and, during this cycling an abnormal whining noise can be heard, the display screen switches on and off and a burning smell is present.